Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a pacing lead, there was a distance of about 10 centimeter from the puncture site to the pocket, with the outer sheath significantly protruding outside the body. A strong bend was observed in the upper superior vena cava (svc), and while the c315his could approach the ventricular interior, there were two severe bends resulting in kinking. Due to the kinked areas, the torque from the lead's body turn did not transmit to the screw tip, leading to the abandonment of the placement. The pacing lead was attempted not used and the implant procedure was abandoned. No patient complications have been reported as a result of this event.